Manufacturer narrative:
Event 15: this report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation in connection with this incident and no lot number was provided. Without the actual device or lot number, a thorough investigation could not be performed. However, on tuesday, (B)(6) 2018, a conference call was held with dr. (B)(6) and (B)(6) to discuss issues with the IV sets. B. Braun representatives explained the importance of tightening the joints prior to use, and dr. (B)(6) indicated that he understood the need for tightening the joints and that he would make sure the clinicians were re-educated regarding this matter. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample, lot number, and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Event 15: as reported by the user facility: about 12-15 sets have come apart during surgery causing blood leakage.